Event description:
In 2009, stryker biotech received a report that a female patient who received an unknown op-1 containing product in 2007, as part of a revision procedure to treat flatback syndrome developed a postoperative infection in an unspecified location. The physician reported that the infection was serious, requiring hospitalization, and that a 'surgical exploration' was performed. He also stated that while he believed the events to be serious, he did not believe they were related to the use of the product of interest. The physician reported that the patient recovered from the events. The patient, who had been diagnosed with diabetes mellitus, had a medical history which included osteomyelitis and an epidural abscess. Additional information will be requested.